Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2014 due to high pacing impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).